Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 27-apr-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that surgical intervention occurred on (B)(6) 2018 due to infection. The catheter and pump were explanted and discarded. There was swelling and drainage at the pump pocket. No environmental, external, or patient factors were reported to have caused this issue. It was unknown if the issue was resolved. The patient was reported as "alive - no injury." There were no further complications reported at this time.